Event description:
New information notes the lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in the clinic after receiving pt notifier. Atrial lead exhibited noise with over sensing and high out of range impedance. Lead remained implanted.